Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / sharp pain on her right side") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pt has lost one tube to an ectopic pregnancy". The patient's past medical history included pregnancy termination in (B)(6) 2015, ovarian cyst in 2012, fibroids in 2012, multigravida, parity 2, ectopic pregnancy, salpingectomy and abortion. She had no complication during previous pregnancies. She had no discharge from nipples. No fever or chills. No dysmenorrhea. Previously administered products included for birth control: lo loestrin fe from 2010 to 2013 and paraguard from 2010 to (B)(6) 2013. Concurrent conditions included obesity, herpes simplex type I, breast pain, breast tenderness, mastodynia and offensive vaginal discharge. Concomitant products included valaciclovir hydrochloride (valtrex) for herpes simplex as well as alprazolam (xanax), ceftriaxone (rocephin) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder and urinary problems or changes"). In (B)(6) 2013, the patient experienced abdominal pain lower ("pain different from any abdominal pain prior to essure /flank pain/ abdominal pain right lower area/right lower quadrant pain") and anorectal discomfort ("rectal pressure"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge after essure ; the vaginal discharge was almost constant with no causes identified"), dysuria ("burning with urination frequent"), pollakiuria ("burning with urination frequent"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginitis") and complication of device removal ("on (B)(6) 2016 my doctor told me essure could not be removed"). The patient was treated with surgery (surgery will be done and currently planning removal). Essure treatment was not changed. At the time of the report, the pelvic pain, bladder disorder, vaginal discharge, dysuria, pollakiuria, abdominal pain, dyspareunia, abdominal pain lower, anorectal discomfort, urinary tract infection, vaginal infection and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anorectal discomfort, bladder disorder, complication of device removal, dyspareunia, dysuria, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had no any complications that occurred at the time of your essure placement. Health care provider said there were no abnormalities to explain her abdominal and pelvic pain on (B)(6) 2015 she was currently planning removal. Reason for removal: want to get another opinion on removal to see if my pelvic pain resolves. The procedure was carried out initially with the right fallopian tube with 2 coils trailing, and then the left fallopian tube with 6 coils trailing. The patient tolerated the procedure very well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Computerised tomogram pelvis - in (B)(6) 2015: total bilateral occlusion confirmed hysterosalpingogram - on an unknown date: vaginal discharge- genital and urine culture pregnancy test - on (B)(6) 2013: positive; on (B)(6) 2013: negative on (B)(6) 2013, no fetus seen or sac. Quant beta hcg 1800. Ultrasound pelvis: gestational sac 5 wid yolk sac present. No fetal pole; right ovary simple cyst 2.3; left ovary simple cyst 2.6 cm. Std testing negative with exception of hsv 1. Genital culture negative. (B)(6) 2014 (B)(6). Genital culture showed escherichia coli heavy growth (B)(6) 2015 CT abd pelvis: bilateral fallopian tube occlusion devices are noted. There is a small amount of nonspecific free fluid in the cul-de-sac. Impression: no left or right renal or ureteral calculi or hydronephrosis. No CT evidence of acute appendicitis quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2018: events bladder or urinary problems or changes : burning with urination frequent and assoc with abdominal and pelvic pain, vaginal discharge after essure ; the vaginal discharge was almost constant with no causes identified, pain different from any abdominal pain prior to essure /flank pain/ abdominal pain right lower area, dyspareunia (painful sexual intercourse), pain different from any abdominal pain prior to essure /flank pain/ abdominal pain right lower area/right lower quadrant pain, rectal pressure, urinary tract infection, vaginitis, on (B)(6) 2016 my doctor told me essure could not be removed, pt has lost one tube to an ectopic pregnancy added. Concomitant medication added, historical condition added. Patient¿s demographics added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("severe pelvic pain / sharp pain on her right side") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "dveice ineffective" and medical device monitoring error "pt has lost one tube to an ectopic pregnancy". The patient's past medical history included pregnancy termination in (B)(6) 2015, ovarian cyst in 2012, fibroids in 2012, multigravida on (B)(6) 2012, parity 2 on (B)(6) 2012, ectopic pregnancy, salpingectomy, abortion on (B)(6) 2012, pid pelvic inflammatory disease, cesarean section, flank pain, abdominal pain, nausea, right oophorectomy, anxiety, non-tobacco user, cyst rupture, pelvic discomfort, asthma and pyelonephritis. She had no complication during previous pregnancies. She had no discharge from nipples. No fever or chills. No dysmenorrhea. The patient is not pregnancy. She denies vaginal discharge or dyspareunia. She states she hadn't had a bowel movement in a week. Patient denies drug use and alcohol use. There is no evidence for endometriosis. Previously administered products included for birth control: lo loestrin fe from 2010 to 2013 and paraguard from 2010 to (B)(6) 2013. Concurrent conditions included obesity, (B)(6), breast pain, breast tenderness, mastodynia, offensive vaginal discharge, chills, nausea, vomiting, diarrhea, swelling, constipation and bowel motility disorder. Concomitant products included valaciclovir hydrochloride (valtrex) for (B)(6) as well as alprazolam, alprazolam (xanax), ceftriaxone (rocephin) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bladder disorder ("bladder and urinary problems or changes"). In (B)(6) 2013, the patient experienced abdominal pain lower ("pain different from any abdominal pain prior to essure /flank pain/ abdominal pain right lower area/right lower quadrant pain") and anorectal discomfort ("rectal pressure"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge after essure ; the vaginal discharge was almost constant with no causes identified"), dysuria ("burning with urination frequent"), pollakiuria ("burning with urination frequent"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginitis") and complication of device removal ("on (B)(6) 2016 my doctor told me essure could not be removed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery will be done and currently planning removal). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic inflammatory disease, pelvic pain, bladder disorder, vaginal discharge, dysuria, pollakiuria, abdominal pain, dyspareunia, abdominal pain lower, anorectal discomfort, urinary tract infection, vaginal infection and complication of device removal outcome was unknown. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and pelvic inflammatory disease with essure. The reporter considered abdominal pain, abdominal pain lower, anorectal discomfort, bladder disorder, complication of device removal, dyspareunia, dysuria, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had no any complications that occurred at the time of essure placement. Health care provider said there were no abnormalities to explain her abdominal and pelvic pain on (B)(6) 2015 she was currently planning removal. Reason for removal: want to get another opinion on removal to see if pelvic pain resolves. The procedure was carried out initially with the right fallopian tube with 2 coils trailing, and then the left fallopian tube with 6 coils trailing. The patient tolerated the procedure very well patient has improved since arrival to emergency department diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Computerised tomogram pelvis - in (B)(6) 2015: total bilateral occlusion confirmed hysterosalpingogram - on an unknown date: vaginal discharge- genital and urine culture pregnancy test - on (B)(6) 2013: positive; on (B)(6) 2013: negative on (B)(6) 2013, no fetus seen or sac. Quant beta hcg 1800. Ultrasound pelvis: gestational sac 5 wid yolk sac present. No fetal pole; right ovary simple cyst 2.3; left ovary simple cyst 2.6 cm. (B)(6). Genital culture negative. (B)(6) 2014 gc/ch/trich negative CT ng trich vag by naa chlamydia : negative gonococcus : negativetrich: negative CT ng trich vag by naa chlamydia : negative gonococcus : negative trich: negative genital culture showed escherichia coli heavy growth (B)(6) 2015 CT abd pelvis: bilateral fallopian tube occlusion devices are noted. There is a small amount of nonspecific free fluid in the cul-de-sac. Impression: no left or right renal or ureteral calculi or hydronephrosis. No CT evidence of acute appendicitis her urine is grossly abnormal with 140 white cells as well as large leak esterase and some bacteria.pregnancy test is negative. On physicians personal exam she is alert and nontoxic with vital signs notable for mild hypertension. On (B)(6) 2012,pelvic ultrasound done which showed there are bilateral ovarian cysts with a slightly complicated 2. 6 cm in size right ovarian cyst and a 3.1 cm maximum diameter simple left ovarian cyst.nabothian cysts in the cervix.tiny uterine fibroids. On (B)(6) 2012,bilateral complex cysts measuring 2.9 cm in the right ovary and 2.3 cm in the left ovary. On (B)(6) 2012,retroverted uterus with heterogeneous echo pattern most consistent with myomatous change. There are three sub centimeter fibroids within the left uterus. 2.5 cm cyst within the left ovary. Physical exam: patient appears, in moderate pain distress concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease (pid), pregnancy/ estopic pregnancy (device ineffective), confirming pelvic pain, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: events were added per medical records: pelvic inflammatory disease (pid), pregnancy/ ectopic pregnancy. Historical conditions, concurrent conditions, concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / sharp pain on her right side") in a female patient who received essure for contraception. Sometime in 2013 or 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). Surgery will be done. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / sharp pain on her right side. A surgery will be done. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / sharp pain on her right side. A surgery will be done. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.